Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the flashcard and handheld. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the main battery of the handheld were identified during the analysis. However, it was identified that the sync cable connector receptacle on the bottom of the handheld where the serial data cable normally attaches was damaged. As a result of the damage, the handheld could not be powered using the serial cable and ac adapter. The receptacle became partially separated from the main pcb with some broken connector pins. The cause for the damage to the connector was identified by product analysis to most likely be associated with wear or excessive cable manipulation as it appeared the connector detents were not being compressed during use when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle.

Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that their handheld would not hold a charge and that they do not know if it is the handheld or the serial adapter cable. The manufacturer's consultant visited the physician's office to troubleshoot the device. The consultant verified that the handheld had been plugged in overnight and was still showing the orange indicator light meaning it was not charged. When the consultant switched her serial cable with the physician's handheld computer, there was no change in the battery indicator light for after about 5 minutes. The physician's handheld and flashcard was returned to the manufacturer on (B)(6) 2011 for product analysis that has not yet been completed.